Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was discovered on an unknown date that the sealing ring of the cement kit was broken. No additional information is available. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
This device used for treatment and not diagnosis. The complained article was send to our product development center for further investigation. It was established, that the gasket was not existing (ripped). The exact cause, which lead to this damage cannot be elicited afterwards. A possible cause is the unfortunate circumstances while opening the blender.